Manufacturer narrative:
The device serial number was requested, but not provided. Without the serial number, the device manufacturing date and expiration date cannot be determined. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that post implant (duration unknown) of this aortic bioprosthetic valve, the valve was replaced valve-in-valve with a medtronic transcatheter valve. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicates that the valve was replaced approximately 4 years post implant due to stenosis. (B)(4)